Manufacturer narrative:
Sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component code, device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: balloon radial burst. Distal end of the balloon appears as an umbrella shape inverted over nose tip, suggesting potential withdrawal difficulties. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the commander delivery system successfully crossed the surgical aortic valve. During valve deployment, the balloon of the commander delivery system burst at the end of inflation and the valve was fully expanded. Then, there were withdrawal difficulties, due to the damaged balloon, but the system was finally removed through the esheath''. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, pre-existing valve stent, etc.). It is possible the balloon may have interacted with the pre-existing valve and/or potential calcification upon inflation, contributing to a balloon bust. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis or calcified nodules could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2ml was added to the balloon. The prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that patient (pre-existing valve) and/or procedural factors (over-inflation and withdrawal of burst balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a valve-in-valve implant of a 23mm sapien 3 valve inside of a non-edwards surgical valve, in mitral position. During valve deployment, the balloon of the commander delivery system burst at the end of inflation however, the valve was fully expanded. A 22 mm non-ew balloon was used in order to post-dilate. Upon removal, withdrawal difficulties were noted due to the damaged balloon. The system was finally removed through the esheath. The patient was in stable condition after the procedure. As per medical opinion, the root cause of this event was the previous surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.4 model number, lot number, expiration date and UDI and h.4 device manufacturer date.